Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted, then cannot explanted. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) has the haptic kinked in cartridge when loading and noticed upon insertion. The iol was partially delivered in patient's right eye. Incision was enlarged prior to lens insertion, anterior vitrectomy was performed. Unknown if there was patient post-op injury or not. Surgery was successfully completed using the back-up lens with the same model iol and same diopter power size iol. The suspect product was discarded on site day of surgery. No other information was provided.